Manufacturer narrative:
Device was returned for evaluation. Complaint was not verified, as device was not evaluated for reported malfunction of not alarming due to sieve bed contamination. Device was scrapped, as the device was beyond repair due to sieve bed contamination. The return fields in oracle state: stationary concentrators. Sieve bed, saturated. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the rental unit has shut down without alarming.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the rental unit has shut down without alarming.